Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing separation above the lower fitment causing a leak was confirmed. The silicone tubing was observed to be separated at the lower fitment. The o-ring which secures the silicone tubing was not present, however, indentation on the silicone tubing suggest that the o-ring was present at some time. No stretch marks or evidence of ballooning was observed on the silicone segment. The root cause of the tubing disconnection was not identified. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot#.

Event description:
Customer reported tubing separated and leaked above the lower fitment during an infusion of antibiotic. Primary administration changed and infusion restarted without incident. No patient harm reported. Although requested, no further information was available.